Manufacturer narrative:
No product was returned for investigation. The investigation did not identify a product problem. The cause of the event could not be determined. Customer stated they have apa syndrome. Per product labeling this may cause false-high inr values. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Manufacturer narrative:
Occupation: occupation was lay user/patient.

Event description:
The initial reporter received questionable results from coaguchek xs meter serial number (B)(4). Around 11:15 am, the laboratory result was 1.9 inr. Around 11:45 am, the meter result was 2.6 inr. On (B)(6) 2019 in both the morning and in the afternoon, the meter result was 3.0 inr. Around 3:00 pm, the laboratory result was 2.1 inr. The laboratory reagent was not known. There was no allegation of an adverse event. The laboratory result was believed to be correct. The customer stated her doctor would like her therapeutic range to be around 3.0 inr. The customer had lupus. The customer had no direct thrombin inhibitor, no heparin, no changes in medication or diet, and no bleeding or bruising. The suspect product was requested to be returned for investigation. Replacement product was sent. Relevant retention test strips (lot 266834) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.